Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "on (B)(6) 2024, patient with acute myocardial infarction placed balloon catheter, 30 minutes of work after placement, unable to fully fill the balloon catheter, the anterior end of 2-3 centimeters can not be flushed, replace the second catheter, still unable to fully fill the balloon catheter, manually flushed the second set of counterpulsation catheter. Another device was inserted into the same access site. There was no reported patient harm." Associated complaints 3010532612-2024-00931.